Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A baxter technical service representative will attempt to contact the caregiver to determine if the cxd would need to be replaced. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check lines & bags alarm appeared on the homechoice (hc) display during priming, the home patient (hp)'s caregiver (cg) reported to the technical service representative (tsr) spike was not in all the way. The tsr assisted to clear the alarm and priming completed. The hc machine advanced to connect yourself. The cg resumed setup. During a follow up with the cg regarding the spike not all the way in, it was revealed that the hp uses a compact exchange device (cxd) to spike the bags, and she thinks the cxd did not spike completely. The cg stated that the issue was resolved, and hp has been spiking the bags manually without any issues. Per cg, hp did not have any injury or harm as a result of this incident. The cg confirmed that there were no issues with the supplies. This writer advised the cg to contact baxter technical support when she is near the cxd so a tsr could assist her troubleshoot the issue or arrange for a swap of the cxd. The cg agreed. Per cg, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided. This writer then contacted a tsr regarding the issue with the cxd. The tsr stated that he would contact the cg and attempt to troubleshoot or arrange a swap of the cxd if needed.

Manufacturer narrative:
(B)(4). During a follow up with the caregiver (cg) regarding the sample and lot number, it was revealed that the sample was discarded and she did not know the lot number. The cg did not provide any further information. The compact exchange device (cxd) device was not returned, so no evaluation was performed by the product analysis lab(pal). The assignable cause for the reported issue of cxd did not spike completely was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.